Event description:
Additional information was provided which noted that no further troubleshooting was performed. The shock impedance alert would be increased and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.